Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned. The cause of the vascular damage issue was not determined since the product was not returned and unknown relation to impella with gastrointestinal bleed being observed. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25268 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 coded 4641 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25268 and was added. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-25268 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and before the impella implant, the patient had a gastrointestinal bleed. While on support, heparin was put in the purge and gastrointestinal bleed continued. Blood products and medication were given to the patient. The procedural outcome was the patient survived surgery.